Event description:
It was reported that the device alerted (B) (6) of low impedance measurement. The device was interrogated in the clinic and lead impedance was still low. It is suspected that the lead may have insulation damage. The lead was capped and replaced.